Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore definitive cause of event cannot be determined. However image review of submitted images appear to display driver tip torsional overload.

Event description:
It was reported that patient underwent patient underwent posterior fusion surgery at t11-l4. Post operatively,radiculopathy at left l3 was observed for which patient underwent revision surgery. During revision surgery, tip of the driver broke and was stuck in the hex part of the set screw when the surgeon was inserting the set screw in the crosslink.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.